Event description:
It was reported that this vns patient apparently lost the effect of vns rather brutally while the stimulator was working. X-rays were received and reviewed. The generator appears in the upper left chest in a normal placement. The filter feed-through wires and the lead connector pin¿s insertion into the generator connector block could not be fully assessed due to the quality of the images. The electrodes arrangement did not appear to be normal, as the positive electrode seems to be separated from the vagus nerve. Part of the lead was behind the generator. No acute angles or clear breaks were found in the parts of the lead that were visible and could be assessed. Attempts for additional information have been unsuccessful.

Event description:
Additional information was received that the device was disabled in (B)(6) 2013. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
The internal programming and diagnostic data was reviewed and it was found that the vns patient's device was tested on (B)(6) 2013 and system mode diagnostic results revealed high impedance (dcdc code 7). It was also found that the device was switched off on (B)(6) 2013, and then turned back on (B)(6) 2013.

Manufacturer narrative:
Brand name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Model #, serial #, lot#, expiration date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Date of implant; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Evaluation codes; corrected data: the previously submitted MDR inadvertently provided the wrong result / conclusion codes for the event.

Event description:
Additional information was received indicating that the physician reported to the company representative that he has no problem with this patient. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong result for the event.